Manufacturer narrative:
A review of the unit indicates that the tip of the ultem sheared off cleanly, which suggests a weakness in the component. The outer heat shrink is intact around the location where the ultem terminates. There are visible scratches on the outer heat shrink, which is an expected result of reprocessing. After failing inner hipot in investigation, the insulation around the tip was pulled back. The ultem tube had a visible crack. When reviewing the photo sent from the customer of the detached tip, it does appear that the tip was also cracked. It is impossible to ascertain whether the cracked lumen was a manufacturing defect or caused by overuse. The cracked ultem explains the inner hipot failure since the ultem acts as the primary insulation for a majority of the electrode rode. If the tip or ultem tube were cracked during manufacturing, it would have likely been caught by inner hipot testing during final inspection. It is likelier that the tube cracked during its lifecycle. The device has been in the field for 4 years and the expected use is 20 reprocessing cycles. If the tip was cracked, it should have been caught during inspection of the device before use per the IFU. This investigation supports the suggestion that the failure occurred as a result of use beyond the expected 20 uses, which exacerbated a minor defect. The root cause is a component defect, which led to the incident. Based on trending data, this is an isolated defect and not indicative of a design flaw.

Event description:
During a laparoscopic gallbladded procedure, a piece of the electrosurgical device (fixed-tip electrode) detached and fell into the patient. The piece was recovered during the procedure. The surgeon discontinued use of the device at that time. There was no injury to the patient.